Manufacturer narrative:
This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00460, 3003742446-2012-00461, 3003742446-2012-00462 and 3003742446-2012-00463. Complaint conclusion: the report is from the (B)(4) study. The patient was a (B)(6) male with a history of obesity, previous pci ((B)(6) 2004), hyperlipidemia, hypertension, mi ((B)(6) 2004), and diabetes. Indication for the index procedure was positive echo. The target lesion was the distal lad. The vessel diameter was 2.25mm and the lesion length was 35mm. Lesion classification was a type c and a in-stent restenosis of a bare metal stent. Pre-procedure stenosis was 99%. The lesion was pre-dilated with a 2 x 30mm balloon at 14atm. A cxs23225 was a deployed at 11atm. A cxs13225 was deployed at 12atm, overlapping and proximal to the first stent. The stents were post-dilated with a 2 x 20mm balloon at 22atm. Post-procedure stenosis was 0%. The patient was discharged two days post-procedure. The patient had a planned staged procedure approximately a month later ((B)(6) 2010) to treat the distal circumflex. Vessel diameter was 3mm and the lesion length was 40mm. Target lesion classification was c. The lesion was de novo and 80% stenosed. Post-procedure stenosis was 0%. A cxs23300 was deployed at 16atm. A cxs18300 was deployed at 20atm, proximal and overlapping the first stent. During the procedure, one of the stents failed to deliver on the first attempt. The patient was discharged the following day. Approximately four months after the staged procedure ((B)(6) 2010), the patient had an acute left-sided cerebrovascular accident. Additional information received indicated revascularization was performed for two vessel disease. It was reported that the angiography performed on (B)(6) 2012 indicated 90% in-stent restenosis to the lad and 80% restenosis to the circumflex. The patient was recommended to have a CABG. The event was reported as moderate in severity, not related to the index procedure, probably related to the study stents and not related to the study drug. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109288 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Event description:
As reported by the (B)(4) study, the patient was revascularized due to two vessel disease. The indication for the index procedure was positive echo. The target lesion was the distal lad. The vessel diameter was 2.25mm and the lesion length was 35mm. Lesion classification was a type c and in-stent restenosis of a bare metal stent. Pre-procedure stenosis was 99%. The lesion was pre-dilated with a 2 x 30mm balloon at 14atm. A cxs23225 was deployed at 11atm. A cxs13225 was deployed at 12atm, overlapping and proximal to the first stent. The stents were post-dilated with a 2 x 20mm balloon at 22atm. Post-procedure stenosis was 0%. The patient was discharged two days post-procedure. The patient had a planned staged procedure approximately a month later ((B)(6) 2010) to treat the distal circumflex. Vessel diameter was 3mm and the lesion length was 40mm. Target lesion classification was c. The lesion was de novo and 80% stenosed. Post-procedure stenosis was 0%. A cxs23300 was deployed at 16atm. A cxs18300 was deployed at 20atm, proximal and overlapping the first stent. The patient was discharged the following day. Additional information received indicated revascularization was performed for two vessel disease. The event was medically managed. It was reported that the angiography performed on (B)(6) 2012 indicated 90% in-stent restenosis to the lad and 80% restenosis to the circumflex. The patient was recommended to have a CABG. The event was reported as moderate in severity, not related to the index procedure, probably related to the study stents and not related to the study drug.